Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up arrow button was not responding properly since he has to press it multiple times to get a response. During troubleshoot; the customer passed the phone to his caretaker. She stated the numbers were not scrolling on their own and there was not a button error alarm. She also stated that the device had been dropped. Blood glucose value was 73 mg/dl which was treated by drinking a soda. It was advised to remove the battery for 5 minutes and insert a new one and the buttons were working. The caretaker stated that the customer was only pressing the bottom of the button instead of the whole button; the customer explained that his fingers might be too big. He was advised to monitor the insulin pump.